Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "failure code of 810:11." (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During review of the event history by baxter on (B)(4) 2011 it was determined that the reported condition occurred during delivery causing an interruption of delivery.